Manufacturer narrative:
The following additional findings were also noted: failed electrical safety check, damage to the plastic distal end cover, chipped glue on the bending section cover and scratch on the universal cord. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the image disappears during the bending of evis exera iii bronchovideoscope. The malfunction was found during an unspecified procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that physical stress was applied to distal end and charged coupled device (ccd) unit was damaged during user handling. However, a definitive root cause could not be established. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: " inspection of the endoscopic image." The user can reduce/prevent the occurrence of the event by handling the device in accordance with the following statement in the instructions for use: "-do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.